Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and did not emit magnet tones. This ICD was implanted subpectorally and falls within the advisory range.